Event description:
During initial introduction of the catheter, under fluoroscopic guidance as indicated, the tip of the catheter assembly got hung up in the side branch of the ivc. No clinical issues were observed and introduction was successfully completed upon second attempt. While in recovery after the procedure, the pt complained of back pain. Physical examination discovered the abdomen was distended and tender. CT imaging confirmed fluid in the perihepatic space which was evacuated surgically. No vascular repair was required as source of fluid had sealed and ecchymosis was noted on a side branch of the ivc. Event is a known risk of cardiac catheterization procedures. There was no malfunction of the device, procedure had been completed successfully earlier in the day.